Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3888-56, lot # va0axxl, implanted: (B)(6) 2014, product type lead; product ID 3888-45, lot # va0clr0, implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. It was reported that the patient lost the feeling of tingle. It was reported that the manufacturer representative met with the patient and changed the programming and the patient still was not able to feel the tingle in the previous areas. The patient was able to get the tingling sensation when using the top of the lead, but it was not like it was originally. It was also reported that four of the electrodes had impedances of over 10,000 ohms. It was noted that none of the electrodes that had high impedances were used in the new program. No further complications are anticipated.

Event description:
Additional information was received from the manufacturer representative. It was reported that the electrodes were used with normal range and no other actions were taken. At the time of the report, the issue had not yet been resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.